Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. However, the patient's hard bone was noted to be a contributing factor. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery, that the lag screw reamer broke while reaming for the lag screw. There was no harm or injury to patient and no reported delay. The patient did not retain any foreign body. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H6: proposed annex g code: mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified the tip of the reamer is fractured. The reamer shows signs of prior use and wear and tear. The connecting feature on the proximal end of the reamer is damaged and worn. There is galling on all 3 sections of the reamer shaft, proximal, mid and distal. The flutes of the reamer are also gouged and worn. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. However, the patient's hard bone was noted to be a contributing factor. The reported event is confirmed after product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.